Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total thyroidectomy the medtronic nim vital nerve monitoring endotracheal tube and circuit was in use and did not perform as expected. The nerve stimulator usually makes a sound when user's are near or on the nerve dissection. The system was confirmed to be intact (green arrows) but the nerve monitor did not make a sound while user was dissecting the nerve and it was inadvertently injured. This resulted in injury to the recurrent nerve, the motor that supplies the larynx and despite attempts to avoid it, ultimately a tracheostomy for the patient was necessary. User mentioned that the nerve monitor is not the only factor leading to this outcome but it did contribute.

Manufacturer narrative:
H6: previously added annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.